Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed. The ok keypad button did not respond to user inputs during testing. The up/down/contrast keypad buttons required excessive force to activate during testing. It was observed that the ok key contact was misaligned, the up/down/ok/contrast key contacts were inverted, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button is unresponsive when pressed. The reporter confirmed that the keypad is intact. There was no adverse event associated with this complaint.